Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the battery door would not stay closed. It was also reported the case is broken. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower case halves were broken and the battery contacts were bent. It was also noted that both bail covers, ring cover, both bails and ring were missing, the main seal was deformed, three case screws were missing, the battery drawer was broken and the keyboard window was scratched.